Event description:
Boston scientific received information that this large epicardial tachycardia patch is part of an implanted system that exhibited a high out of range shock impedance measurement one day after implant. This new ICD (model/serial (B)(4)) was implanted with another epicardial tachycardia lead (model/serial 0041/(B)(4)) with an adaptor for each lead (model/serial (B)(4) and (B)(4)). The cause of the high shock impedance measurement was not unknown. A revision procedure was scheduled and the patient was hospitalized.

Manufacturer narrative:
Additional information is expected with regard to this issue. This investigation will be updated should additional information become available.